Event description:
The complainant reported that during support of the impella 5.5 that the patient tripped over the white cable when getting out of bed. Impella would not restart. The pump was explanted and the patient was placed on intra-aortic balloon pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Codes have been updated per investigation findings. The investigation was completed. There was no return of product. Pump stop: the pump was not returned for investigation. Data log shows the pump stopped on 17-august-2025 (day 21) with pump stop alarms (115 and 119) and a motor current spike reaching >30000 ma. The pump could not be restarted. The pump stop issue was most likely due to an electrical open line caused by an unintended use error, based on the data log review and the provided clinical details. The incident occurred on 17-august-2025, when the patient tripped over the white cable while getting out of bed, which aligns with the timing of the pump stop and motor current spike. A device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
D6b explant date added.